Event description:
Noise detected. Doctor deciding whether to program device or implant new leads. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).